Event description:
The customer reported that there was no conductive adhesive on the electrosurgical patient plate, and therefore, the device could not be used. There was no injury associated with this report - the device was not used.

Manufacturer narrative:
This report does not contain a baseline report. The product was not returned to 3m. A picture was provided from int'l affiliate. There is no gel on the plate. This defect occurred during the manufacturing process. No lot number was provided to check device history records. Historical data shows this is an infrequent complaint and we will continue to monitor the product trend for future, similar complaints.